Event description:
A risk management personnel reported a pt who was undergoing a lensectomy with planned suture placement, that after multiple attempts to implant the intraocular lens (iol), the lens was removed. The reporter indicated the surgeon noted the haptic was defective, the suture would not stay on the haptic, the lens could not be centered, and the lens was removed. The incision was closed and the pt will return for lens replacement at a later date. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax and mail. A completed questionaire has not been received. (B)(4).